Event description:
It was reported that upon removal of the 6.0x40mm absolute pro self-expanding stent system (sess) from the dispenser hoop without issues, it was noted that the struts were slightly exposed but not flowered. There was no device use or patient involvement. Another absolute pro sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that that inadvertent mishandling during unpackaging caused the stent to slightly pull out of the stent sheath resulting in the reported premature activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.